Event description:
During ventilation of a pt the fuse f1 (rated 6.3a) on +24v blown out. Without known reason. The machine stopped instantly. The pt had to be ventilated manually. There was no pt injury.

Manufacturer narrative:
Power failure conditions due to a blown f1 fuse in siemens servo ventilator 300 devices have been caused by excessive mfg tolerances on a certain fuse batches. In order to prevent future premature fuse failures. A general field modification concerning the fuses f1, f3, and f4 in the siemens servo ventilator 300 device has been initiated. An "urgent device safety alert" with more detailed info about the modification has been distributed to all customers with siemens servo ventilator 300 devices.